Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported. A visual inspection confirmed that a beetle was found within the canister packaging. Observations and further investigations has determined that the beetle accessed the packaging after release. The beetle is not native, to the place of manufacture. With the root cause determined that the beetle gained access during the transport and storage of this device. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture, confirming that the pest control controls in use are appropriate and have been followed and in accordance with procedure. Complaint history review found no other instance of this nature. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when checking the product an insect was found in a 300ml canister, there was a small hole. It looks like the insect has penetrated the packaging. No patient was involved.